Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of intrinsic sphincter deficiency. It was reported that after implant, the patient experienced urinary retention, grade 3 cystocele, dysuria, frequency, urgency, back pain, uti and revision surgery ((B)(6) 2004). Relevant tests/lab data: (B)(6) 2012: urinalysis with 2+ leukocyte esterase. (B)(6) 2015: renal ultrasound showed a small non obstruction left renal calculus.